Manufacturer narrative:
This report is submitted on june 28, 2024.

Event description:
Per the clinic, the patient experienced an infection at the abutment site and subsequently was treated with oral antibiotics on (B)(6) 2023 (specific duration not reported). The implanted device remains.